Manufacturer narrative:
Open circuit readings generally indicate a disruption in the electrical circuit either within the lead itself or at the connection between the lead and the ipg. The source of the disruption in this case was unable to be determined as the explanted components were not retained for return to the firm, and thus were unable to be further tested. There are no reports of any issues with system function or testing at or immediately after implant. During troubleshooting the patient reported no specific events leading up to the loss of therapy. The cause of the disruption is unable to be conclusively identified with the limited information available.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat upper back pain. On (B)(6) 2025 the patient reported loss of therapy and requested to have the system assessed. On (B)(6) 2025 a nalu representative met with the patient and found open circuit impedance readings on all contacts of one lead and 3 out of 4 contacts on the other lead. Troubleshooting was unable to resolve the issue and the implanting physician was notified. Imaging was performed with no obvious findings. On (B)(6) 2025 a surgical procedure was performed to remove the malfunctioning system and place a new one.